Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during dialysis treatment, there was a crack as well as leakage found in the blue (venous) luer adapter. The catheter was not repaired, tego was not utilized, and there was no instrument used to loosen or tighten the device. Betadine was the cleaning agent used on the device and the insertion site was treated prior to product placement. The catheter was removed and was replaced in order to resolve the issue. There were no patient symptoms or complications associated with this event. There was no patient injury.

Manufacturer narrative:
H3 evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted: the catheter appeared intact. Pmv performed functional testing which included submerging the catheter into a water bath. The ends were clamped, and a syringe was used to inject air to observe leakage. No air bubbles were present. Both extensions were tested with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during dialysis treatment, there was a crack as well as leakage found in the blue (venous) luer adapter. There was nothing unusual observed on the device prior to use and there were no other products being utilized. The catheter was not repaired, tego was not utilized, and there was no instrument used to loosen or tighten the device. It was confirmed that the device was tightened or loosened with the use of the hand. Betadine with normal saline was the cleaning agent used on the device and the insertion site was treated prior to product placement. Betadine was the cleaning agent used to clean the adapters. The cleaning agents were allowed to thoroughly dry prior to ointment application to the area. There was an eventual blood loss of 3-5 milliliters but blood transfusion was not required. The catheter was removed and was replaced in order to resolve the issue. There were no patient symptoms or complications associated with this event. There was no patient injury.